Event description:
Olympus was informed that during a therapeutic colon endoscopic mucosal resection (emr) procedure, the users were said to have noted a perforation in the colon. The perforation was said to have been treated with unidentified clips, and the procedure was completed. The pt was reportedly hospitalized following the procedure for observation for an unspecified period of time. No further info was provided regarding the status of the pt.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the output of the electrosurgical unit was set to a lower setting as the procedure progressed. The current condition of the pt was unk. The device referenced in this report was not returned to olympus for eval. The esg-100 unit which was said to have been used during the procedure as a concomitant device was returned to the original equipment manufacturer (OEM) for eval. Based upon the investigation performed by the OEM, there was no abnormality noted. This report is being submitted as a medical device report in an abundance of caution. This is one of two reports. Please also reference MFR # 3003724334-2012-00012.